Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment for an abdominal aortic aneurysm. It was reported that a recent CT revealed that the anuerx bifurcated stent graft has migrated distally 2.2 cm with 3 cm of good seal, no proximal type I endoleak, however there is a left common iliac artery distal type I endoleak. The aneurysm is currently 6 cm in diameter. The physician implanted coils in the left hypogastric artery and an endurant iliac limb distally in the left common iliac artery successfully. The distal type I endoleak was resolved. Per the physician, the causes of the events were related to the patient's anatomy; aortic neck dilatation and iliac dilation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary review of post-implant cta¿s revealed that the patient had an aneurx stent graft system implanted. The bifurcate is currently positioned with the top of the graft fabric ~ 2 cm below the renals. The contra gate opened on the left side. The contra limb was implanted into the contra gate with 3+ cm overlap, and was extended into the left common iliac artery. The ipsi limb of the bifurcate was extended with another limb into the right external iliac artery, covering the right internal iliac artery. The right internal iliac artery was occluded with coil. The aortic neck diameter just below the renals measured ~ 22 mm, and at 2 cm below (right above the bifurcate), the aortic neck diameter measured ~ 22 mm. The proximal bifurcate od measured ~ 22 mm, and at 2 cm below measured ~ 21x23 mm. Although the bifurcate main body has expanded to its nominal diameter, it still appears to be apposed to the aortic wall. No contrast was seen outside of the bifurcate main body or at the proximal aneurysm sac. The proximal aortic neck/bifurcate main body was mildly angulated. The limbs were non-tortuous. The distal left/contra limb od measured ~ 16 mm and the vessel diameter at the same level measured ~ 23 mm. Contrast was seen outside of the contra limb and was feeding the distal aneurysm sac, from a possible distal type I endoleak. The left external iliac artery was severely tortuous. The right/ipsi limbs were patent. The right external iliac artery was mildly tortuous. The exact aneurysm diameter could not be assessed from the films provided; the boundary of the aneurysm sac was not clearly visible/defined in the films provided. No other obvious stent graft issues were observed. The exact cause of the events could not be conclusively determined from the post implant films provided. Pre-implant anatomy information, films at implant, and earlier post-implant films were not returned for review and comparison. Bifurcate location at implant was unknown, so the reported bifurcate migration could not be confirmed. The films provided showed that the bifurcate is currently positioned with the top of the graft fabric ~ 2 cm below the renals. The proximal main body od measured ~ 22 mm, which was the same as its nominal diameter, but no contrast was seen outside of the stent graft or at the proximal aortic neck. The reported distal type I endoleak from the contra limb was confirmed, and it was most likely due to disease progression of iliac artery dilatation. The distal contra limb od measured ~ 16 mm, and the vessel diameter at the same level measured ~ 23 mm. The films at the secondary intervention that showed the resolution of the events were not available for review. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.